Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained gablofen [2000 mcg/ml] at a dose of 1113.2 mcg/day. It was reported the pump was replaced early on (B)(6) 2018. Per the patient, there was a 3 ml volume discrepancy at a fill, and the patient also had two episodes of increased spasticity in (B)(6) 2018. Per the patient, the doctor x-rayed the catheter, and it looked ¿okay¿; they opted to replace the pump. No dye study was performed. The logs were checked, and there were no alarms noted. The logs were within normal limits. Overall, the patient said she did well with the pump. During the case, the catheter was aspirated easily. There were no factors that might have led or contributed to the issue. The issue was resolved at the time of the report. The pump was going to be returned for analysis. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. Patient medical history included hereditary spastic paraplegia. No further patient complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.